Event description:
It was reported that the right ventricular (rv) lead had intermittent t-wave oversensing (twos) and small r-waves. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4076 implantable pacing lead, (B)(6) 2012. (B)(4).